Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for multiple patients. Customer verbally indicated that they obtained multiple accu tni results above the ami-cutoff and within risk stratification range. Some of the results were reported out of the lab and physician called the lab questioning the results. The samples were re-tested on a different instrument in the customer's lab and lower results were obtained. The actual results were not supplied. No change in patient treatment was reported.

Manufacturer narrative:
The specimens were collected in bd, light-green topped lithium heparin plasma tubes with gel and were centrifuged at 3,500 rpm for 10 minutes. Customer was having qc problems with erratic out of range and flagged results. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and found leaking aspirate probes which were replaced. The fse performed hardware verification, including diagnostic testing and all results passed. The fse ran multiple patient samples in replicates of ten to verify precision. The customer has had no issues since the probes were replaced. Patient treatment was not affected in this event. However, hardware failure may affect any pivotal assay. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Leaking aspirate probes may have contributed to this event. A malfunction will be assumed for the purpose of this report.